Event description:
It was reported that it was felt that the driver didn't fit in the screw, but the surgeon finished the operation. After the procedure, the surgeon checked the x-ray and found a small particle in the pt's body. It has been identified that the small particle was a part of the broken driver's tip when the sales rep checked the instruments.

Manufacturer narrative:
Investigation in process, but not yet complete.